Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm/2.0cm 135cm 2cm peripheral cutting balloon was advanced for dilatation. However, during the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.